Manufacturer narrative:
One viper extended tab 10mm poly driver [product code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided for evaluation. The fracture analysis report suggests the driver underwent a quasi-static overload failure with a probable termination site marked by a region of increased surface roughness and plastic deformation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the poly driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload failure with a probable termination site marked by a region of increased surface roughness and plastic deformation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm: driver tip broke during surgery. Per complaint form: doctor was advancing x-tab screw and the tip of the driver broke off.